Manufacturer narrative:
The received device had the cannula assembly deployed. The adhesive pad was not returned with the device, and no evidence of blood was observed on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exposed portion of the soft cannula was found torn near the tip of the formed needle, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was reportedly leaking while worn on the patient's abdomen for between 24 and 36 hours. As treatment, boluses were delivered and a new pod was applied.